Event description:
Customer was admitted as an inpatient to a hosptial for diabetic ketoacidosis. Troubleshooting was performed and pump was programmed. Customer stated that she was unaware of the active insulin. It was explained to the customer that the active insulin and the bolus wizard should be regarded as an estimate.